Event description:
The customer reported being treated by the paramedics after experiencing a low blood glucose reading of 26 mg/dl. The customer stated that the sensor did not give her a low alarm to let her know that her blood glucose levels were dropping. The lowest it got was 103 mg/dl. Troubleshooting was performed, and found that the customer was calibrating properly, but her blood glucose levels were dropped too fast for the sensor to react. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please also see MFR report number 3004209178-2011-80459.